Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Tissue protector is falling apart and layers of the material are holding onto blood resulting in contamination issues.

Manufacturer narrative:
Examination of the returned protectors confirmed the complaint. The devices are significantly damaged. The root cause appears to be attributed to wear out and/or possibly harsh cleaning solutions. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. A two-year search of the complaint database did not identify a trend for this product code. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.